Manufacturer narrative:
On march 31, 2009, the saw involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event; the saw performed within specifications. The saw was cleaned, lubricated, adjusted and returned to the customer.

Event description:
It was reported by the customer that the saw was leaking black oil after sterilization. There was no pt contact. There were no reports of any adverse pt event associated with this malfunction.